Event description:
It was reported that an implantable cardioverter defibrillator (ICD) exhibited a high, out-of-range right ventricular (rv) shock lead impedance measurement of 125 ohms, which triggered a device alert. Technical services (ts) was consulted and performed a review of the available lead and device data. The review identified a progressive increase in shock impedance over time. Ts provided troubleshooting and device programming recommendations and advised consideration of diagnostic imaging, including x-ray evaluation. At this time, the device remains in service. No adverse patient effects were reported.